Manufacturer narrative:
Other relevant components include: product ID 8784 serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2016 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm on (B)(6) 2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported there was catheter failure, delivery failure, withdrawal, surgery, and patient was hospitalized. Catheter revision was noted to have occurred in (B)(6) 2016 (specific date unknown). Conflicting catheter explant surgery date of (B)(6) 2016 (specific date unknown) was reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.